Event description:
Boston scientific crm received information that one month post implant of this pacing system, this patient passed away due to non-cardiac related issues. It was noted that the patient had an infection, but not at the site of the pacemaker.

Manufacturer narrative:
The lead was not returned for testing and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.